Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed proper device operation through functional and performance testing. The device has been returned to the customer for use. The cause of the reported issue was determined to be due to use error. The device therapy cable was left connected to the test load instead of being connected to the defibrillation electrodes that were on the patient. The facility training officer has recommended that the test load be kept in a separate location from the device and that it is checked in and out during the equipment check at the shift change. There was no failure of the device.

Event description:
The customer reported to a physio-control service representative that the device was used with a patient in cardiac arrest and the device displayed a flat line ECG trace in the paddles lead with the defibrillation electrodes connected. The user put the device in AED mode and performed CPR until help arrived. The device was showing a flatline and gave a no shock advised decision. The reporter said he did this for about 13 minutes until another medic arrived. The reporter indicated that the other medic found that the therapy cable was connected to the test load and not to the defibrillation therapy electrodes. They reconnected the cable to the therapy electrodes, observed that the patient was in a ventricular fibrillation (v-fib) rhythm, and administered three defibrillator shocks at 200 joules to the patient using the manual mode. The patient did have a pulse when they arrived at the hospital. The patient expired later at the hospital